Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician replaced the hybrid board to address the reported issue. Vyaire medical is currently awaiting the return of the hybrid board for failure analysis. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that after installing the hybrid board to address the reported issue of hardware 21 fault alarms, the service technician placed the unit onto the docking station and started to smell smoke. The service technician found the hybrid board was hot to the touch, and seemed to be getting hotter when turned off. There was no patient involvement associated with this reported issue.

Manufacturer narrative:
The results of investigation was submitted in error under medwatch report number 2031702-2017-01988. Medwatch report number 2031702-2017-01988 was identified to be a duplicate report and should be disregarded. Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The unit was unable to power on when received. The unit was opened up to visually inspect and found that the main flex connector was partially unplugged. The power flex connector, the fan connector, the encoder panel flex circuit, the led display connector, and the alarm board were unplug as well. Further investigation revealed the hybrid board had overheated with noticeable burn marks. As a result of the damages, the main board, exhalation module, pressure module, blower module, o2 blender module's, and pcba's had become corrupted and malfunctioned. The service technician was unable to verify "hw fault 21" due to the severe damage. The service technician was also unable to download the event trace log.